Event description:
Following angioplasty and the stent placement, a followup angiogram revealed a focal area of narrowing at the left verterbrobasilar junction due to a vasospasm, which has not been treated.

Event description:
This report is related to MDR # 2939204-2010-00658, 2134265-2010-02350, 2939204-2010-00660 and 2134265-2010-02349. Following angioplasty and the stent placement, a followup angiogram revealed a focal area of narrowing at the left vertebrobasilar junction due to a vasospasm, which has not been treated. The patient died 13 days post procedure due to the presenting acute stroke. There was no relationship of the patient outcome of death to the devices used for the procedure.

Manufacturer narrative:
Anticipated procedural complication. A ship history review identified two batches that were supplied to the facility prior to the event. The device history record review of these batches confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vasospasm is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.